Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: can you please confirm if the product code was cdh29 or cdh29a? The product code is cdh29a what were the indications for surgery? The indication of the procedure was hartman colostomy closure. What healthcare professional fired the device and what is his/her experience with the device? The surgeon who handled the stapler is a general surgeon. Has experience using our devices. Did the healthcare professional confirm a complete staple and cut? The surgeon ensures that the device cuts but does not see staples. What happened when the healthcare professional forgot to turn the opening knob? When the surgeon performed the shot, he removed the stapler with pendular movements. What were the specific steps taken to remove the device? How was the device ultimately removed from the patient? What options were considered prior to completing a colostomy? It was necessary to perform another temporary colostomy. Is the colostomy temporary or permanent? Does the healthcare professional allege there was a deficiency with the device? Please explain. The surgeon does not assure that it was damage to the device, but considers that the result after using the stapler was not as expected. What is the current status of the patient? The patient is very well, has good health conditions. Has additional in-servicing been provided to the end user? After this report, training activities for surgeons and people of operating rooms have been carried out again.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm if the product code was cdh29 or cdh29a? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional confirm a complete staple and cut? What happened when the healthcare professional forgot to turn the opening knob? What were the specific steps taken to remove the device? How was the device ultimately removed from the patient? What options were considered prior to completing a colostomy? Is the colostomy temporary or permanent? Does the healthcare professional allege there was a deficiency with the device? Please explain. What is the current status of the patient? Has additional in-servicing been provided to the end user?

Event description:
It was reported that during a hartman procedure to close the colostomy, according to the conversation with the surgeon who handled the stapler: when I removed the device I forgot to turn the opening knob to remove the stapler. Surgery was delayed 420 minutes. A manual colon closure and colostomy was performed to complete the procedure.